Event description:
Analysis of the returned device found that the delivery wire was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the delivery wire was broken at 109.7 cm from the distal end. No other anomalies were noted at the break in the wire when examined under the microscope. The proximal contact was present and was intact. A small amount of blood was noted at the proximal end of the introducer sheath. Severe resistance was noted as it was attempted to advance the coil in the introducer sheath and the main coil could not be advanced out of the introducer sheath. Therefore, the coil was withdrawn from the introducer sheath. The main coil was noted to be kinked and stretched. No anomalies were noted at the main junction or form tip. Based on the investigation results and the information provided, resistance was encountered as the coil was advanced into the microcatheter through the introducer sheath. Due to this friction, force was required to advance the coil and it is likely that this force ultimately led to the kinking and breaking of the delivery wire. As friction is considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.